Manufacturer narrative:
(B)(4). Customer returned meter with (B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers has been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with his freestyle flash blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported he had the following symptoms: "sweaty, sick to the stomach". No third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.